Event description:
An olympus representative reported (on behalf of the customer) that there was poor air and water flow going to the evis lucera gastrointestinal videoscope. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found there was foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported , the following nonreportable malfunctions were identified: objective lens had discoloration; parts were loose, deformed, worn out, scratched or damaged; the bending angle in up direction does not meet specification; due to wear of angle wire, the play of up/down knob is out of specification; scratches on various parts of the device; light guide lens had discoloration; adhesive around light guide lens peeled; connecting tube had a wrinkle; due to dirt on objective lens, there was a lack of image on the monitor and the image had a dark area; and cylinder corroded and shaved; water invasion. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilize before returning to olympus. The customer was unable to identify when the foreign material adhered to the scope. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. There were no abnormalities. The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the combination function of related equipment". [Inspection of endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.